Manufacturer narrative:
(B)(4). The hard paddles will be returned to physio-control for evaluation. The customer received a replacement set of hard paddles. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device's hard-paddles would intermittently not shock. There were no reports of patient use associated with the reported failure.